Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR. : nc emerge mr, ous 3.00mm x 8mm balloon catheter was returned to the complaint investigation site (cis). Visual / tactile inspection revealed that a visual examination of the balloon material identified a longitudinal tear in balloon (length of tear 12mm from distal to proximal markerband). A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. Microscopic analysis revealed no issues identified with the outer / mid-shaft sections or the inner lumen of the device. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported. Patient was in good condition.